Manufacturer narrative:
Corrected data: h3 - device evaluation is not required. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced blurred vision. The lens was explanted and the problem resolved. Cause of the event is unknown.

Manufacturer narrative:
H3 - device evaluation is required but has not yet been performed. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).